Event description:
It was reported that episodes of non-sustained lead noise was seen on (B)(4). Lead dislodgement was suspected and was confirmed in-clinic. No revision necessary at this time. With rising thresholds, lead will be closely monitored. Patient's condition is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.